Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported on may 16, 2022, that dr. Was doing an anterior and posterior approach on the same patient. For the posterior approach, upon impacting the tplif cage, there was 'dust/powder' coming out of the tplif impactor (where the metal end meets the handle). The surgeon completed the case with another impactor. And for the anterior approach with the synframe, the region where the guide rod holds the blade broke (two guide rods broke during blade insertion). In both cases the patient was not impacted and there was no delay. The procedure was completed successfully. Fragments were generated but were removed easily without additional intervention. This report is for one (1) synframe guide rod. This is report 3 of 3 for complaint (B)(4).